Event description:
The customer reported the system displayed poor image quality. The system will not focus. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ii tube assembly. The system operates as intended.